Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03265. It was reported during a permanent implant on (B)(6) 2019 the patient began to vomit due to complications from the anesthesia. In turn the lead was explanted and the procedure was abandoned. Patient is doing well. It is unknown which lead was explanted, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.